Event description:
Pt called in stating her whisperject and glatiramer pfs are malfunctioning. The needle keeps bending and the trigger button on the whisperject keeps sticking. Pt has not missed doses. Provided number to mylan for pt to call and report the issue.